Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified left anterior descending artery (lad). When advancing the 3.00x16mm taxus express2 drug eluting stent (des) strong resistance was met. The device was removed and it was noted that some of the stent struts were damaged. The procedure was successfully completed with another of the same device with no pt complications reported. The pt's current condition is listed as "good".